Event description:
It was reported that the left ventricular lead dislodged during the implant procedure due to it being too short. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.